Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values the day after the sensor was inserted in the abdomen. On (B)(6) 2024, the patient noticed a 30% difference between the cgm and bg readings. The patient said his girlfriend took him to the emergency room. The bg meter was over 400 mg/dl. Pt was given morphine and refused to provide more details. At the time of the call, the patient was still in the hospital still not feeling good. The patient refused to give more details. There was no documentation of further medical evaluation or intervention for hyperglycemia. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that readings were 30% difference between cgm and bg readings. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.